Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11g21065 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of pneumonia and peritonitis in a patient, coincident with dianeal pd2 ambuflex therapy for automated peritoneal dialysis (apd). Upon contact with baxter technical service (bts), the nurse reported the following. On (B)(6) 2011, the patient was admitted to the hospital for pneumonia, manifested by shortness of breath. This was the patient's first episode of pneumonia. The patient was asymptomatic for peritonitis, however, on (B)(6) 2011, the patient was diagnosed and treated for peritonitis. On an unreported date, the patient began remedial treatment with unspecified antibiotics ip for peritonitis. On (B)(6) 2011, the pneumonia and peritonitis were considered resolved and the patient was discharged from the hospital. Remedial treatment for pneumonia was not reported. Dianeal therapy was ongoing, as was remedial treatment with unspecified antibiotics ip as course of treatment for the peritonitis. The nurse stated that the pneumonia and peritonitis were not related to the pd therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 5 involved in this peritonitis event.